Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was 70% stenosis in a right coronary artery (rca). The lesion was predilated with a 2.5 x 20 mm sprinter balloon. After predilation the physician attempted to reach the lesion with a taxus liberte - 3.5 x 24 mm drug eluting stent. However, the taxus stent was unable to cross the lesion. Consequently, the stent was never deployed. Upon removal of the taxus stent from the pt's body stent damage was noticed. The procedure was successfully completed with a driver 3.5 x 24 mm stent. No pt complications or injuries were reported. Pt status is reported as "satisfactory/good."